Event description:
It was reported that the pt had a small bowel resection for a partial bowel obstruction with several lesions in the small bowel. This procedure was performed on an unprepped bowel and was a contamined case. Open bowel was present during the procedure. The wound dehisced and sinus tracts developed. The panacryl was removed and replaced with more panacryl.